Event description:
It was reported that during the procedure to treat the benign prostatic hyperplasia, there was a fiber sheath break at 110,000j and 10 minutes. It was also noted that friction of the sheath was experienced. The fiber was replaced, and the procedure was completed with a second fiber without patient complications.

Event description:
It was reported that during the procedure to treat the benign prostatic hyperplasia, there was a fiber sheath break at 110,000j and 10 minutes. It was also noted that friction of the sheath was experienced. The fiber was replaced, and the procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber break was confirmed through analysis as the metal cap and glass cap were detached and not returned. It is probable that the break occurred due to elevated temperature near the laser beam output window and or a decrease in the saline cooling flow. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the metal cap and glass cap were detached and not returned with the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no additional signs of breakage along the fiber body. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted metal/glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.